Manufacturer narrative:
Reference MFR report # 0002916596-2014-02121 for the patient¿s previous pump exchange for suspected pump thrombosis. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an elevated lactate dehydrogenase (ldh) of 752 u/l. Repeat ldh on (B)(6) 2017 was 853 u/l and inr was 3.9. The patient did not have anemia or hematuria. Ramp echocardiogram showed no aortic insufficiency (ai). The lvad speed was increased from 10200 rpm to 11600 rpm with a small amount of left ventricle decompression. The aortic valve opened throughout the entire study. The patient was admitted and started on heparin infusion. CT scan showed a possible kink in the outflow graft. Soon after admission the patient was found to have acute promyelocytic leukemia (apl) and was started on chemotherapy. On (B)(6) 2017 it was reported that the patient continued to have no heart failure symptoms. Ldh was in the 1000-1200 u/l range. There were no plans for surgical intervention to lvad therapy due to the apl diagnosis and chemotherapy treatment.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevation in lactate dehydrogenase could not be conclusively determined through this evaluation. In addition, the report of possible kink in the outflow graft could not be confirmed as there was no product returned or images provided for investigation. The patient remains ongoing on pump support and no further issues have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.